Manufacturer narrative:
The event is reported at this time as the device was not marketed in the united states when prior information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced events of an incidence of rotational vertigo, black vision, and a fall with an onset date of (B)(6) 2022 which led to prolongation of existing hospitalization and a concomitant or additional treatment being given. The patient recovered and the issue resolved on (B)(6) 2022. Adverse event (ae) was probably related to the disease under study. This event did not result in congenital anomaly, death, disability, or medical intervention and was not life-threatening. The site assessed this event as not related to the study device or procedure. The sponsor assessed this event as possibly related to the index procedure or device, and not related to ancillary device or dual antiplatelet therapy (dapt). The patient was undergoing surgery for treatment of a saccular, sidewall right internal carotid artery (ica) c6 aneurysm with a max diameter of 3.1mm and a 2.4mm neck diameter. The aneurysm dome height was 2.9mm, dome width was 3.1mm. The parent artery diameter distal to the aneurysm was 2.7mm, proximal was 4.2mm. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Additional information was received reporting this event resulted in new or worsening of existing neurological deficits. Symptoms did not last for more that 24 hours. Additional information patient in the hospital fell. Additional information was received that the description of the event was updated from patient falling in the hospital, event of an incidence of rotational vertigo, black vision, and fall, while walking outside the ward with her husband to "vasovagal syncope." Medtronic received a report that the patient experienced headache with an onset date of (B)(6) 2022. The event led to prolongation of existing hospitalization and concomitant or additional treatment given. The patient recovered/resolved on (B)(6) 2022. This event led to new or worsening of existing neurological deficits. Symptoms did not last more than 24 hours. Patient experienced a headache, sensory disturbance in the left section of the body. This event did not lead to congenital anomaly, death, disability, or medical intervention and was not considered life-threatening. The site assessed this event as not related to antiplatelet medication, study device or study procedure. The sponsor assessed this event as possibly related to the index procedure or device vantage and not related to dual antiplatelet therapy (dapt). Study sponsor assessment updated noting that the event was possibly related to the procedure but not related to the pipeline vantage device, ancillary device, or dapt.